Manufacturer narrative:
The reported observation of ¿no ipg communication¿¿ was confirmed. The analysis results concluded the inability to establish communication between the programmer and the implantable pulse generator (ipg) was due to the device entering the service application state. The cause of the device entering the service application state was due to the procedure the patient stated having. Per clinicians manual arten600060791 rev. A - under warnings - there is sufficient documentation concerning the use of electrosurgery devices.

Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017. Date of event is estimated. Attempts were made to obtain complete event information. Additional information was not provided. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient was unable to communicate with their ipg using their patient controller. The patient stated they underwent a surgical procedure and did not place the device into surgery mode. A company representative met with the patient and confirmed the issue. The representative attempted to connect and recover the ipg, but to no avail. In turn, the patient underwent surgical intervention wherein the scs ipg was explanted and replaced to address the issue.